Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited noise. Additionally, review of device memory revealed that pacing impedance measurements decreased from 600 ohms to a low out of range measurement less than 200 ohms. Measurements in clinic were observed to be in the 400-500 ohms range. Subsequently, this ICD was routinely explanted and replaced one year later, while the ra lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.